Manufacturer narrative:
Vyaire file identification: (B)(4). A third party service technician evaluated the ventilator. The servive technician replaced the turbine manifold and performed preventive maintenance. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the lap top ventilator 1200 experienced turbine not rotating. As of this time, there is no information regarding patient involvement with this reported event.